Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error. The customer did not know the blood glucose reading. She stated that she received a second motor error alarm nearly a month later. The blood glucose reading at the time of the second alarm was 214 mg/dl. The customer stated that she had taken the battery out for a few hours in order to clear the alarm. No significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.